Manufacturer narrative:
The reported event of break/ineffective stimulation/high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken. This would have caused the reported issue in the field. The fracture wires are consistent with overstress condition that leads may have been subjected to while in vivo. Also, a cam impression mark and electrocautery mark were observed.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02770. It was reported the patient experienced ineffective therapy. Diagnostics showed that one of the patient's leads had multiple contacts with high impedance. X-rays discovered the lead fractured. Additionally, the patient mentioned performing an awkward twisting motion. Reprogramming was unable to resolve the issue. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.